Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported, there was insulin in the cartridge compartment of the infusion device due to leaky cartridges. The cartridges are leaky where they connect to the piston rod. This was first noticed in february and has occurred several times. Patient experienced elevated blood glucose as a result. The infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional details were not provided.